Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance with the basal rate programming after getting alarms on the insulin pump. The customer then stated that he was in the hospital with high blood glucose levels, but could not provide further info as the nurse walked into the room. The customer stated she would call back. Nothing further was reported.